Event description:
On 7/25/2022, it was reported by a sales representative via phone that an ar-2658tr knotless distal clavicle plate button tightrope did not seat properly and pulled out. Surgeon used a dog bone to complete the case. This was discovered during a clavicle fracture with ac joint procedure on (B)(6) 2022. Case was completed successfully without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.